Event description:
It was reported that the patient was receiving ineffective therapy from their system. It was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken. The cause for the event remains unknown.